Event description:
The pt underwent a percutaneous coronary intervention (pci) and following a single wall puncture, the right common femoral artery was sealed with a 6f angio-seal vip. The device was deployed with no problems and hemostasis was achieved. The following day, the pt's hemoglobin dropped to 8.6 and a hematoma developed in the right groin. Exact timings are not known. Two days later, the pt underwent a CT scan and the report said ' ' within the right groin there is a large hematoma. There is a small area of high attenuation anterior to the right common femoral artery which would be in keeping with active bleeding. The common femoral, the superficial and the profunda are all patent ' ' the pt did not need to undergo surgery and manual compression was applied to stop the bleeding. The groin continued to improve. The pt developed other medical problems during the hospital stay and died of a respiratory problem 20 days post pci. The cardiologist stated the cause of death was not related to the angio-seal.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedial pulses.